Manufacturer narrative:
Device not returned.

Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Blood glucose was not impacted. Customer changed the cartridges to resolve the issue.